Manufacturer narrative:
Additional manufacturer narrative: following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Atrioventricualr conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanism of the development of heart block after tavr and surgical avr are well documented and described in literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop post operative heart block, potentially requiring a permanent pacemaker. This event is not a manufacturing related issue. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to report number: 2015691-2017-00574.

Event description:
Edwards received information from a presentation of a cohort analysis that a retrospective, single-center, propensity-matched analysis of isolated and combined avr. 142 intuity valves and 142 perimount valves were involved in this analysis. Within the context of this presentation the following event was identified: 6 patients (4.2% out of 142) who received an edwards perimount valve required permanent pacemaker implantation after an unknown implant duration. This information came from rapid deployment aortic valve replacement facilitates the implantation of larger prostheses with increased indexed effective orifice areas while significantly reducing procedure times compared to standard tissue avr in a propensity-matched cohort by(B)(6).